Manufacturer narrative:
The event device is anticipated to return. A follow-up report will be provided upon completion of the investigation.

Event description:
Procedure performed: unknown. Pince bloquée en position fermée (après 30mn d'utilisation) lors de la section du méso colon gauche. Impossible de la rouvrir. Le retrait traumatique de la pince en force provoquant une déchirure du méso. Arrêt d'utilisation de la pince, utilisation de ligature pour terminer l'intervention. Je tiens à votre disposition le dispositif pour une éventuelle analyse. Je n'ai pas déclaré l'incident à (B)(6). Translation ame: the handpiece blocked in the closed position after 30 minutes, while cutting through the left mesocolon. It was impossible to reopen. The traumatic removal of the handpiece entailed ripping of the meso. The use of the handpiece was ceased, the operation was finished using sutures. The handpiece is available for eventual analysis. Declaration on the form by digestive surgeon (translated by french mis): description of the event: thermofusion device voyant blocked in the closed position during the section of the left mesocolon. It was impossible to reopen. Yet, usage of the device was limited, around 30 sealing/section cycles only. Consequence: tear of the mesocolon while removing the device "in force/traumatically". No bleeding. Actions undertaken: use of sutures and scissors instead. Note french mis: based on digestive surgeon feedback, it is indeed 30 coag/sections (and not 30 minutes) and he used sutures and scissors after the incident. Patient status: unknown.